Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported significant epithelial "heaping" with some haze in the left eye two weeks following photo refractive keratectomy (prk). The pt's topical steroid dosage was increased. The pt reported "blurrier vision than expected". In a follow up with a technician, she indicated the pt was prescribed a sodium chloride hypertonicity ointment on the date of the event. The pt was seen on (B)(6) 2014 and the epithelial heaping was improving but was still present. The pt was to continue the ointment.